Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported receiving a make sure the heater bag (hd) is on the heater tray (ht) message during fill 1 out of 5 during their pd treatment. Patient (pt) confirmed that the hb was on the ht, the red clamp was open and the cone was broken. Pt confirmed that the connection was tight and that he did not see any kinks or air bubbles in the hb line. Pt reported that when he removed the cassette, there was fluid leaking into the cycler. The patient confirmed that he did finish his treatment by performing manuals and did not missed any treatments. The patient stated that the new cycler has been received and he is continuing continuous cycler-assisted peritoneal dialysis (ccpd) therapy without further issue. The patient stated he did not require any medical intervention or additional treatment as a result of the reported fluid leak. The cassette used was discarded and it is not available for evaluation by the manufacturer.

Manufacturer narrative:
Correction: plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.